Manufacturer narrative:
Product analysis: analysis could not confirm the problem with writing to pdf. Programmer saved to pdf with no issues. Analysis was also unable to confirm that telemetry cuts out during threshold testing. The hard drive was reconfigured and software was reloaded as a preventative measure. Device passed functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was having a problem writing to pdf (portable document format). It was also noted that telemetry was cutting out during threshold testing. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.